Event description:
It was reported that the plunger rod separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the user' verbatim report is that the white cap and the plunger rod came off together.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-apr-2023. H6: investigation summary customer returned one syringe 0.3ml 29ga 1/2in inside a clear zipper bag. The plunger rod and the cap were found disassembled from the syringe. The user' verbatim report is that the white cap and the plunger rod came off together. During the investigation the parts were assembled, and no issues were found when removing the cap. Plunger cap pull test was performed using the chatillon and the result was within the specification 2.254 lbf (cap pull force spec 1 lbf -8 lbf). A review of the device history record was completed for batch # 2024615 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. The root cause cannot be determined since the issue was not confirmed.

Event description:
It was reported that the plunger rod separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the user' verbatim report is that the white cap and the plunger rod came off together.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.